Event description:
It was reported ""this breakage occurred as the mid PICC nurse insertor attempted to split the wings of the peel-away sheath after catheter insertion. The nurse involved is another one of our experienced PICC insertors (8 years), who stated that the plastic wings required an increased amount of force to split, in excess to what is normally required to perform this action. Upon this extra force, the winged hub split and one side broke off from the sheath, leaving the staff member to attempt to remove the sheath slowly over the catheter whilst attempting to maintain catheter position. This was successful and the PICC line was inserted, however this did increase the time needed for the procedure, as well as increased the stress and distress for the patient who was already quite anxious and heightened." There was no medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "this breakage occurred as the mid PICC nurse insertor attempted to split the wings of the peel-away sheath after catheter insertion. The nurse involved is another one of our experienced PICC insertors (8 years), who stated that the plastic wings required an increased amount of force to split, in excess to what is normally required to perform this action. Upon this extra force, the winged hub split and one side broke off from the sheath, leaving the staff member to attempt to remove the sheath slowly over the catheter whilst attempting to maintain catheter position. This was successful and the PICC line was inserted, however this did increase the time needed for the procedure, as well as increased the stress and distress for the patient who was already quite anxious and heightened." There was no medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Signs of use in the form of biological material were observed on the sheath extrusion and tabs. Visual inspection revealed that the peel-away sheath extrusion was torn directly adjacent to one tab. Microscopic examination confirmed the damage and revealed that one side of the sheath was completely down the score lines. The total length of the sheath measured 4 1/16", which is within the specification limits of 3 7/8 - 4 1/8" per the sheath product drawing. The sheath outer and inner diameters could not be accurately determined due to the condition of the returned sample. Functional testing could not be performed as a part of this complaint investigation due to the condition of the returned sample. A device history record review was performed, and multiple relevant findings were identified. For material eb-01051-002, three non-conformance's were involved with batch: 34c21m0102, three non-conformance's were involved with batch: 34c22c0105, and three non-conformance's were involved with batch: 34c23d0085. The non-conformance's were regarding a peel away sheath tearing defect. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". The report of a broken peel away sheath tab was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath extrusion had separated directly adjacent to one tab. A device history record review additionally revealed multiple relevant manufacturing related findings. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.